Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up in clinic, noise was observed on the ventricular channel. The noise was counted as ventricular fibrillation but no therapy was delivered. Several attempts to reproduce the noise were unsuccessful. Programing changes were made. The patient is stable and will be monitored.